Event description:
It was reported that the implantable pulse generator (ipg) had suspected premature battery depletion. The ipg was also implanted after the used by date (ubd). It was further reported that the ipg reached elective replacement indicator (eri) due to high battery impedance. The ipg will be replaced. No patient complications have been reported as a result of this event. It was further reported that the ipg reached elective replacement indicator (eri) due to high battery impedance.

Event description:
It was reported that the implantable pulse generator (ipg) had suspected premature battery depletion. The ipg was also implanted after the used by date (ubd). The ipg will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed . Elective replacement indicator (eri) caused by high battery impedance noted on (B)(6) 2011 and (B)(6) 2012, prior to explant. Ramware version 8 installed on (B)(6) 2010. High battery impedance resulted in eri.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) caused by high battery impedance noted on (B)(4) 2012 (B)(4) prior to explant. Ramware version 8 installed on (B)(4) 2010. High battery impedance resulted in eri.